Event description:
Describe event, problem, or product use error: baxter empty bags do not have expiration dates printed on them. Manufacturer was contacted who relayed that expiration dates were printed on secondary or tertiary packaging. Expiration dates were not available for checking and were found to be expired. The following skus are affected: sku 22c0415, solution transfer set, 27" r24d25154 sku 2b8066, additive cap un22c27017 sku 2b8019, empty bag 50 ml dr 23k24062 dr 22a07109 dr 22i23093 dr 22d06031 dr 24j11116 dr24c01055 sku 2b8012, empty bag 250 ml dr 22a19048 dr 21i27055 dr 22a03062. Pt: 4582. Device: 2911, 1420. Reference reports: mw5190121-1, mw5190231, mw5190232, mw5190233, mw5190234, mw5190235, mw5190236, mw5190237, mw5190238, mw5190239. This report captures exactamix eva tpn empty bag #11.